Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post implant of the right ventricular (rv) lead the patient experienced perforation and pericardial effusion. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.